Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. There was no patient harm. After the service engineer serviced the compressor with the 10000 hours maintenance kit, the compressor worked as expected. Low pressure, for example caused by a leaking compressor tubing (replaced with the 10000 hours maintenance kit), may lead to poor air supply. Alarms from the compressor and the connected ventilator will then be generated to alert the operator. The conclusion is that the compressor worked as expected after service with the 10000 hours maintenance kit. What caused the low pressure alarms has not been reported.

Event description:
(B)(4).